Event description:
It was reported that the ilet could not charge and displayed a blank screen while showing a solid green charging light, consistent with a battery issue in the device¿s battery component; a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.